Event description:
The lay user/pt contacted lifescan alleging that his one touch ultra was reading inaccurately low. The pt got "117 md/dl" on his meter with no signs of high or low blood sugar symptoms. The pt took no further action after usinf the meter. About 45 minutes later, the pt went to his clinic regarding his recent kidney transplant and tested at "785 mg/dl" in the lab. Around 10:30am, the pt was taken to the hosptial and treated for hyperglycemia for 3 days on an insulin drip. His blood glucose level on discharge was "114 mg/dl." The pt recently had a kidney trensplant in 2006, and is taking anti-rejection medications, which the doctor felt should not affect his blood suger levels. The pt and his doctor do not know what contributed to his high blood sugar levels. At the time of concern, the pt reported no symptoms of his typical high blood sugar symptoms, which are usually thirsty and frequent urination. The pt also has high blood pressure and a pacemaker. He tests 4 times per day and takes humulin n and humulin r insulin twice a day(before brekafast and before dinner) based on a sliding scale. The customer care advicate verified the following: the meter was set up correctly, the test strips were in good condition, and the correct testing/cleaning techniques were used. The cca walked the pt through a qulaity control test, which passed. The meter strips, and control solution were replaced. Although the control solution test passed and the pt was asymptomatic during the time of concern, this complaint is being reported for the following reasons: the pt obtained a reading lower that the lab result and got treatment for hyperglycemia.